Event description:
The following has been reported: biomed reported: pump serial number: (B)(6), complaint: pump problem alarm, patient involvement: no, active infusion: no, date/time reported: on (B)(6) 2025. A preliminary review identified the following issue: sensor hardware failure (vr encoder). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a vr encoder failure. Upon return, the device was not functioning during initial testing and alarmed out. An internal investigation found the frm flex cable latch was left open and the wire was not mating properly. The latch was closed and the error was resolved. No additional damage was identified.